Manufacturer narrative:
This emdr was reported in error as the product is not sold or marketable in the us.

Manufacturer narrative:
The field service engineer replaced the data acquisition board and the esys cartridge to address the reported problem.

Manufacturer narrative:
Failure analysis on the returned esys cartridge shows that the esys cartridge assembly was tested and no failures were identified.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported.